Manufacturer narrative:
Customer technical support (cts) guided the customer through troubleshooting procedures via telephone and the customer stated that the probe wash block appeared to be loose. Cts directed the customer in finding pinch valve pv49 to check the probe wash lines, but the customer was unable to locate the source of the leak and service was dispatched to site. The field service engineer (fse) evaluated the instrument on 01/15/2015. The fse found and replaced tubing at pinch valve pv49 and the wash block assembly to resolve issue. The fse performed verification of the instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
The customer reported a blood and diluent fluid leak of approximately 1ml from the probe wash of a coulter lh 500 hematology analyzer. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, glasses, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.